Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent unrelated surgical procedures. Patient did not set the ipg into surgery mode as recommended. A company representative met with the patient and was able to resolve the issue with troubleshooting.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.